Event description:
It was reported that the pt expired. The health care provider did not have info regarding the cause of death. The pt was last refilled in 2008, with lioresal 2000mcg/ml programmed to deliver 440 mcg/day.

Manufacturer narrative:
.